Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer; the investigation is underway.

Event description:
It was reported that during an intracranial aneurysm, the balloon ruptured inside of the patient upon the first inflation attempt. There was no reported intervention, patient injury, or health damage.

Manufacturer narrative:
The balloon was received for evaluation. A bypass device was used to get past the dried contrast in the catheter and the balloon was inflated, at which point a pinhole was observed at the distal balloon bond. The reported complaint is confirmed. The physical evaluation of the returned scepter xc found a pin hole on the balloon that aligns with the complaint description. The investigation could not confirm the circumstances that led to the pin-hole, but this condition is known to occur due to improper manipulation prior to or during the procedure or due to over inflation of the balloon.